Manufacturer narrative:
(B)(4). This is a report of a use error where the patient line was not completely secured which caused a system error 2240 (air in line/set) alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient line was not completely secured. The technical services representative assisted the patient with clearing the alarm, and reviewed proper procedure per user manual. The patient would starting therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.